Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module and a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. Further investigation included testing two vials of the same patient sample (labeled vial a and vial b) with the elecsys anti-hcv ii assay on the cobas 6000 e601 module. Vial a generated a result of 3.93 coi (reactive), and vial b generated a result of 3.95 coi (reactive), reproducing the customer¿s initial results. Additional testing with the fujirebio innolia hcv score assay yielded negative results for both vials, with a weak line observed for ns3. A review of calibration and quality control data confirmed all results were within the specified range. The investigation concluded that the observed results were unspecific false reactive results, which are covered by the claimed specificity of the assay. The root cause was attributed to unspecific false reactive results. The customer was advised to use rack adapters during sample processing to minimize the risk of incorrect results.

Event description:
The initial reporter alleged discrepant positive results for one patient sample tested with the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module and the cobas e 411 analyzer. On (B)(6) 2022 at 09:18, the sample was tested on the cobas 6000 e601 module and generated a result of 3.94 coi (reactive). On (B)(6) 2022 at 10:05, the same sample was tested on the cobas e 411 analyzer and generated a result of 3.44 coi (reactive). Testing of the same sample on the abbott alinity system yielded a result of 0.45 s/co (negative). The results were not reported to the patient.